Event description:
Medtronic revealed info that this bioprosthetic aortic valve was explanted after approx 3 years of service, due to a tear in the non-coronary cusp. There were no adverse pt effects reported.

Manufacturer narrative:
Evaluation results: device history review found the products met specifications when released for distribution. Analysis: the device was received in a clear solution in a test jar contained in a small plastic bag. The lid of the jar had opened slightly which caused some of the clear solution to leak in the plastic bag. The valve appears slightly distorted. Two large tears and abrasions in the right cusp, one adjacent to the left right commissure and the other adjacent to the right non-coronary commissure appear to be associated with bias wear and/or long suture tail contact. Glistening off white pannus remain attached to the tissue, and base stitching adjacent to the non-coronary and left cups in the right non-coronary and non-coronary left inferior coaptive areas extending 1 to 2 mm onto all cusps. Radiography shows a trace of mineralization in the host tissue adjacent to the right non-coronary stent post. The DHR for this device was reviewed and no issues were shown that would have impacted this event. Conclusions: the analysis of the device shows that the event was likely due to wear and abrasion on the bias cloth, and/or contact with a long suture tail. Distortion due to implant technique and/or pt anatomy can contribute to leaflet contact with the bias cloth, which likely resulted in the reported event. Medtronic continues to monitor field performance to detect similar events, should they occur. Device explanted and replaced with no reported adverse pt effects.